Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 250 mg/dl. The customer was unable to clear the alarm at the time of the report, however the customer has alternate therapy available.